Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported blood glucose (bg) level was high but no specific value was provided. Customer stated they disconnected at the site, reconnected and delivered a correction bolus. The customer declined troubleshooting and stated their bg level had lowered to 201 (mg/dl). Reportedly the customer will continue to use the pump until the replacement pump is received.